Manufacturer narrative:
Results code (B)(4) removed, conclusion code (B)(4) removed.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was between 90 and 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.